Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that there was a blood leak associated with a hemodialysis (hd) treatment. In a follow up, the nurse said the leak occurred at the start of the hemodialysis (hd) treatment. The leak was visually seen internally. Blood tests strips were not used. The fresenius bluestar 2008tdialysis machine did alarm with a blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer. There was patient blood loss of 50ml. There was no patient injury, adverse event or medical intervention reported. The patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.